Manufacturer narrative:
Product analysis: the analysis was able to confirm the external pulse generator (epg), atrium and ventricle connectors were broken. It was also determined at analysis that the confirmed hanger assembly was broken. The display wires were pinched, and the wires exposed. All found defective parts were replaced and all other identified issues were resolved. The epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg), right atrium and ventricle connectors are broken and will not stay attached. The epg was returned for repair. There was no patient involvement.